Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer experienced a high blood glucose (bg) level between 600-over 687 mg/dl with large ketones. Troubleshooting with tandem technical support was performed and determined insulin was not being delivered from the cartridge. A manual insulin injection was administered to address bg level. Customer changed the cartridge to resolve the issue and resumed insulin delivery.